Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, failed battery test and the display is frozen. The customer's blood glucose reading was 414 mg/dl at the time of incident. Troubleshooting found that the pump did not revert to normal after a new battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces on act button. No button error alarm and frozen screen noted during testing. Unable to confirm failed battery test alarm and unable to perform any tests due to button unresponsive. The insulin pump received with cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted.